Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported that they had cycled power in dwell five of five without replacing the supplies, and the homechoice device had restarted therapy. The patient stated that the device had then primed while they were connected, and the device was now in fill one of five. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient reused single-use supplies and was connected to the setup during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. The guide also provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.